Event description:
The customer reported approximately two milliliters (ml) of clear fluid leaked onto the counter below the blood detector area involving coulter lh 500 hematology analyzer. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting; the customer had on gloves, a laboratory coat, and eye protection. The customer noted partial aspiration system errors. Patient results were delayed but did not have an impact on patient treatment. There was no report of patient injury or change in patient treatment. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident.

Manufacturer narrative:
Service was not dispatched for this incident. During the initial contact with customer, beckman coulter customer technical support (cts) had the customer perform troubleshooting by processing household bleach as a patient sample. Customer technical support (cts) followed up with the customer, and the lead laboratory technician confirmed there had not been any further issues with the coulter lh 500 hematology analyzer. The unit has been in normal operation.

Manufacturer narrative:
The customer has an exposure control/risk management plan at the facility. The cause of the incident is inconclusive.